Event description:
It was reported that the customer received an unexpected restart alarm while working out. The customer heard the insulin pump beeping when he received the alarm. The customer's blood glucose was 109 mg/dl. The customer stated that there was also an external ram crc error alarm in the alarm history of the insulin pump. Troubleshooting was done. Advised the insulin pump needed to be replaced. Advised the customer to monitor the insulin pump and that the customer could continue wearing the insulin pump until the replacement insulin pump arrived. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had minor scratches on the display window and a cracked case near the display window corners. No error alarms, reset anomaly or audio anomaly was noted.